Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope cannot switch to three dimensional (3d) during an unknown ¿technique¿ procedure. The procedure was completed with the same set of equipment using two dimensional (2d). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 (scope communication error) occurs. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿cannot switch to three dimensional (3d)¿ was confirmed. The following findings were also noted during device evaluation: due to damage on lock engagement lever, universal cord has a cut, and scratches, chips, and cracks, found throughout the device. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The possible causes based on the suggested event are a failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. As a result of confirming instruction manual and product labeling: n/a, since there is no information to judge that the event occurred due to user¿s misuse. Olympus will continue to monitor the field performance of this device.